Manufacturer narrative:
The seat pan components (set123691, set123797, set123798) were all compliant with note #2 (remove sharp edges) on their respective drawings. With this, they could not be associated with the alleged event. Updated device manufacturer date since serial number was updated in prior follow-up. Correct serial number: (B)(6). Correct production date: 2/7/2025.

Event description:
Consumer allegedly cut herself on the seat pan.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer allegedly cut herself on the seat pan.

Manufacturer narrative:
Correct serial number was provided. Thus, updated serial number. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer allegedly cut herself on the seat pan.